Event description:
It was reported by a customer in the USA that, an 840 ventilator graphic user interface (gui) exhibited error codes indicating loss of communication. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and replaced the graphical user interface (gui) to breach delivery (bd) cable to resolve the reported issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. Covidien ref #: (B)(4).